Manufacturer narrative:
The s/n label located between the belt clip rails has rubbed off and become illegible, and the middle (enter) keypad button is cracked. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported cosmetic damage on the insulin pump. The customer's blood glucose at the time of the incident was unknown. The customer stated there was a scratch in the lower corner of the lcd screen of the insulin pump. The customer stated they could not read the display. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.